Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient underwent unilateral removal and replacement with a 405cc mentor memorygel breast implant (left catalog #: 3507405mc, left serial #: (B)(6) on (B)(6) 2020. The relevant fields have been updated. Updated reason for device explant and/or reoperation: capsular contracture on (B)(6) 2020, mentor received additional information regarding the symptoms of capsular contracture and grade of capsular contracture. The patient had a preoperative consultation with her physician on (B)(6) 2020. During the consultation, the patient¿s physician stated that the patient experienced chest pain and shortness of breath, her left breast was firm and high, and the grade of her left capsular contracture was iii-IV (initially, the baker grade was reported as grade iii). On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 385 cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is planning to undergo unilateral removal and replacement with an unspecified mentor gel breast implant. However, at the time of this report, mentor has received no information regarding an expected explantation date.